Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient is experiencing high levels of pain approximately 10 years post implantation. X-ray evaluation appeared normal at the 10 year follow-up visit. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Patient age: year of birth: (B)(6). Concomitant medical products: 00598003702 stemmed tibial component, 00596403210 articular surface. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01039 and 0001822565-2022-01040.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. Per instructions for use: it states 'use lps-flex tivanium femoral components only with lps-flex prolong articular surfaces. It is unknown if this combination of products are contributing to the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.